Event description:
It was reported that high hv lead impedance was observed. In clinic, impedance measurements were normal. Patient was stable and has patient notification turned on. The impedance issue will be discussed with physician and possible with ep at a later date.

Event description:
New information received indicated that the lead also exhibited high capture threshold. The lead was extracted and replaced. Patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.